Event description:
It was reported that the lead had been trending an increased impedance in bipolar and now biopolar impedance is high. The lead was reprogrammed to unipolar. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.